Manufacturer narrative:
(B)(4). A follow-up MDR will be submitted following evaluation.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported the cycler was alarming during fill 3 of 6. Treatment was cancelled. The cycler door was opened and fluid was found in the cassette compartment. During follow-up, the patient's caregiver reported there were no serious injuries, complications or infections. The patient's effluent remained clear. The patient was not prescribed antibiotics.

Manufacturer narrative:
(B)(4). The actual device was returned to the manufacturer for physical evaluation and the complaint is confirmed. The actual sample was visually inspected and noticed that there was a leak from a pin hole on the cassette film. No other issues were observed. In addition an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material and process controls were within specification.